Manufacturer narrative:
Correction: updated coding on leads to a24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Regarding an implantable neurostimulator. The reason for call, was patient stated, that their device was replaced with a competitor implant in 2019, because the stimulation was not providing as much therapeutic relief. Patient stated, that they need an MRI of their back. Agent reviewed MRI compatibility with the patient. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned, that they had an MRI in 2019 for their shoulder and had a CT scan with dye for another shoulder problem. Patient also mentioned, that their leads are scarred in place and they cannot remove them. Patient noted, that they have implant, which is high frequency. Which is working better for them.